Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01526. It was reported the pt has a burn on her left buttock and experiences twitches. She also reports having a pain in her buttock and leg. Her physician ordered x-rays of the ipg. On (B)(6) 2012 (B)(6). Sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.